Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned by manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the lighthead has fallen and the springarm went into the ceiling. There was no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of an incident. Manufacturer's reference number : (B)(4).

Event description:
Manufacturer's reference number: 233647.

Manufacturer narrative:
Getinge became aware of incident with one of the surgical lamp - powerled 500+ df hd ql k3. As it was stated, the light head dropped from the spring arm during cleaning procedure. No injury was reported due to the mentioned case. It was established that when the event occurred, the surgical light did not meet its specification as it was found that there was a missing screw therefore technical deficiency was confirmed and it contributed to the event. In the time when the event occurred the device was being used for the patient treatment. Upon the performed investigation it was established that the event occurred as a combination of three different factors: a missing screw, the vertical motion of the safety sleeve and the transition of the safety segment. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).